Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4)was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4)which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Oridion board- failed test bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed has a 8300 unit giving him a 571.6241 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: had biomed reseat the harness to the oridion board. After the reseating, the error did not come back. Unit works as intended. Biomed ended call. Ref: (B)(4).